Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported that after the package was opened, it was noticed the tip of the lead was bent. It was not implanted and was replaced. There was not patient involvement.